Manufacturer narrative:
Internal blood leaks can occur due to damage to this hollow fibers. Further info will be expected as soon as the samples are on hand. "Gambro does not regard submission of this report as an admission of liability."

Event description:
Customer complained blood leak shortly after the beginning of the treatment. The blood loss for the pt was ca 10 ml. No patient harm and no medical intervention was needed.